Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that after a failed attempt to cross the heavily calcified lesion in the lad, resistance with the vessel was felt during removal of the sds from the pt. The stent dislodged from the balloon into the sfa; however, was able to be snared successfully. The lesion was left with plain old balloon angioplasty being performed only. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the stent implant, on the distal shaft, on the hypotube, on the hub and in the guide wire lumen. There was contrast visible on the distal shaft. The stent implant was returned dislodged from the sds. The stent implant was returned on the returned guide wire entangled with the snare. The proximal end of the stent implant had mangled struts. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was returned tightly folded. There was a bend on the hypotube 27.5 cm distal to the strain relief tubing. The returned guide wire was returned with blood visible on the coils, on the core and the polymer coating. There was a bend in the core 2.5 cm proximal to the tipball. There was no other damage noted to the guide wire. There was blood visible on the entire length of the snare. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the stent implant outer diameters. The middle and distal outer diameter measurements met manufacturing criteria. The proximal end measurements could not be measured due to the damage noted. Product performance engineering reviewed the incident. The proximal end of the stent implant had mangled struts, which is most likely due to the use of the snare to retrieve the dislodged stent. The lesion was heavily calcified, which may have contributed to the difficulties crossing. Difficulty removing the sds could have been caused by interaction with the anatomy and/or accessory device during retraction. Possibly the stent became damaged from interaction with the anatomy and/or accessories, which may have also contributed to the difficulty removing. Potential causes for stent dislodgement inside the body, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. There were crimp marks visible on the tightly folded balloon between the markers of the returned sds, indicating the stent was crimped securely and correctly on the balloon at the time of manufacture. The reported difficulties were likely the result of the procedure, as no damage was reported as being noted during the inspection prior to use or during preparation for use. Interaction with the anatomy may have contributed to the reported difficulties crossing and it is possible the stent became damaged or disrupted on the balloon as a result of the interaction, which may have ultimately led to the stent dislodgement during retraction of the sds. The dislodged stent implant was successfully removed with a snare and the lesion was treated with poba. Analysis found a bend on the hypotube distal to the strain relief tubing. The bend likely occurred during the procedure and/or from handling the product during packing for shipment back to abbott vascular for eval, as this damage was not reported during the inspection prior to use. To help ensure these types of events are not the result of manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force and all sds are 100% inspected for kinks. The manufacturing records for this product were reviewed and there were no nonconforming material records issued for the lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.